Event description:
It was reported that patient education spoke with patient who stated he had an inflatable penile prosthesis (ipp) implanted 12 years ago by a physician who is now retired. It was removed and replaced with an lgx on (B)(6) 20 by a different physician.